Manufacturer narrative:
The field service engineer (fse) found probes at the rinse station were splashing causing the rinse station to overflow. The probes and rinse station were cleaned. The probes were checked for leaks. The rinse station volume was adjusted. The fse flushed the cuvettes multiple times and performed mechanical checks. A general reagent issue was ruled out. Based on a review of worldwide data of qc recovery for the reagent lot used by the customer, no reagent issue was found. The investigation determined the event was due to a maintenance issue. H3 other text : na.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with the crep2 (creatinine plus ver.2) assay on a cobas 8000 cobas c 502 module. The sample initially resulted in a crep2 value of 26 mol/l. The value did not match the patient's expected result. A different sample of the patient had a crep2 value of 566 mol/l a few days ago. The questionable result was reported outside of the laboratory. The crep2 reagent lot number was 65487901 with an expiration date of (B)(6) 2023.